Event description:
Complainant alleged that during a routine test by a clinician, the device shut down while attempting to discharge. The customers biomedical department could not duplicate the failure. The complainant indicated that there was no patient involvement in the reported failure.